Manufacturer narrative:
The burn occurred form the sensor (tokos)(sp) placed on the patient¿s belly. A subsequent call from the customer indicated that these units were serviced by a third party not philips. They were sent to a third party for service and they received refurbished units in return. These are the units identified that caused the burns." Follow up questions were sent multiple times by the philips technical consultant to find out additional details around alleged "burn like" marks, however, no additional information was provided to philips technical consultant requesting the data. It is unknown what the exact cause and resolution to the alleged issue are. Due to the lack of available information, a malfunction of the device cannot be ruled out. H3 other text : attempts to obtain additional information from the customer were not provided.

Event description:
It was reported that three (3) patients in labor and delivery had experienced burns from using our philips fetal monitor. The burn occurred form the sensor (tokos)(sp) placed on the patient¿s belly.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that 3 patients in labor and delivery had experienced burns from using a philips fetal monitor.